Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional (hcp) via a clinical specialist (cs) regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the clamp would not fully close on the spinal process. The site chose another spinal process and was able to clamp down. There was no delay to the surgical procedure and there was no impact to the patient outcome.